Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. During interrogation, it was noted that the pacemaker had several episodes but was stuck in one episode. There was an error message stating that the data was corrupted on the pacemaker. It was suggested that the data corruption was caused by radio frequency telemetry lockout. No programming changes have been made. There were no adverse consequences to the patient.